Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient couldn¿t say that their uti was related to, or caused by, the device, but their opinion was that it was caused by it. It never worked one day and they were never able to feel the signal. The patient wished they never had it inserted because the uti caused them to not have the strength to have it taken out. No cause was given to the patient for the uti and they didn¿t know if the uti was related to their underlying urinary dysfunction. They noted a technician had to try getting some kind of result, but was never able to bring a reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was being admitted to the hospital for possible urinary tract infection (uti). No further patient complications were reported as a result of this event.